Event description:
It was reported that when a follow up was being done on the patient, the system monitor displayed that a card needed to be inserted and would not show anything. Another monitor was used.

Manufacturer narrative:
The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a software update message on the system monitor was able to be confirmed. The system monitor (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The system monitor was powered on and a message appeared on the screen stating that the previous software update was incomplete. The software upgrade card was inserted into the system monitor and completed the upgrade. The system monitor was restarted and powered on as intended. The system monitor underwent functional testing following the update and the monitor was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. Incidental finding: the inverter printed circuit board was found to be damaged. The device history records were reviewed for the system monitor (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿). Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor error messages. No further information was provided. The manufacturer is closing the file on this event.